Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a premature ventricular contraction procedure, a tamponade was found. An echocardiogram confirmed a cardiac tamponade following the procedure and a pericardiocentesis was performed to stabilize the patient. No patient symptoms were noted prior to finding the tamponade. The patient was transferred to the ICU for monitoring. There were no performance issues with any abbott device.